Event description:
It was reported that the bd alaris pump module smartsite infusion set has foreign matter in the fluid pathway. The following information was provided by the initial reporter: this reporter began to hang some IV fluids for this newly admitted patient, but noticed in the piv tubing chamber a possible oily solution.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-oct-2022. Investigation summary a complaint of tubing having an oily substance on it was received from the customer. A sample was received for investigation. Through visual inspection, the drip chamber was seen to be defective. The drip chamber was cut opened and an fm sample was attempted to be collected, but there was no oil on the inside. Defect is deformed tubing, not foreign matter. A device history record review for model 2420-0007 lot number 22065395 was performed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 19 sep, 2022. Medwatch report # mw5111794.

Event description:
It was reported that the bd alaris pump module smartsite infusion set has foreign matter in the fluid pathway. The following information was provided by the initial reporter: this reporter began to hang some IV fluids for this newly admitted patient, but noticed in the piv tubing chamber a possible oily solution.